Event description:
Received call from hosp. Hosp rep stated how an infant received a 2nd degree burn from using an infant heel warmer. After talking to her, reporter realized the product was at least 3 yrs old and that they were reusing the infant heel warmer by reheating it in a skillet with water. This is a single use only item and not reusable. This product is a single use only item. The instructions for use state: to activate: 1-locate metal disc and grasp with thumb and forefingers of both hands. 2-flex (bend) disc rapidly. The label copy does not indicate reuse or any directions for reheating. The infant heel warmer needs to be activated by flexing a disk inside the pack and kneading. The hosp has been reusing these infant heel warmers by heating them in a skillet with water, removing them, letting them cool and applying them to infants. This reheating creates an uncontrolled temperature situation. According to initial reporter, hosp has been doing this for the past 3-4 years with product purchased around 1993. They have no idea from who or when the purchase was made. In addition to single use only instructions cp&s infant heel warmer label copy now also includes the statement "single use only".